Manufacturer narrative:
(B)(4). Evaluation: visual inspection confirmed a brown particle embedded in the tubing, outside of the fluid path. The morphology and location of the brown particle suggested a thermally degraded fragment of pvc melted to the lumen of the tubing, and that it was an artifact of the tubing extrusion process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: may 21, 2013 - may 22, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that brown foreign matter was observed to be on the tubing of an sv 2.5 infusor. This occurred during priming, after filling of the device with an unknown drug. It is unknown whether or not the matter was inside the fluid path. There was no patient involvement. No additional information is available.